Manufacturer narrative:
Product not returned for evaluation. Based on images that were provided, it was confirmed the filter was fractured. Without product being returned, a definitive root cause could not be established. If an retrieval attempt was made previously, this could have damaged the filter resulting in the fracture seen in returned images.

Event description:
Option filter from 2010 had 4 legs break off. The patient wants to do nothing according to the doctor.